Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegations were confirmed. Additional non-reportable findings were that due to wear of angulation wire, there was play on the right/left knob causing them to be out of standard value, the plug unit had a scratch, and the mouthpiece was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera elite colonovideoscope had a dented tube during preparation for a diagnostic colonoscopy procedure. It was also found that foreign material fell out from the suction channel. The reported issue was found at the beginning of the case. The procedure was completed with the same device. There was no delay and there were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.